Event description:
The customer contacted baxter's service center regarding a patient that had air in the line, which occurred on the home choice (hc) during fill 1. The hp stated that they were trying to untangle the patient line and then they realized that there was air all in the line and they did not know what to do. The hp stated the line was so tangled that there was no way they would have been able to move away from the hc. The technical service representative (tsr) assisted the home patient (hp) with ending therapy on cycle so that they could set up with new supplies. The hp to setup with new supplies and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not know the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp did not have any samples or lot numbers to provide from either incident. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for air in the line was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.